Event description:
Blood glucose results of "31 mg/dl, 201 mg/dl, and 182 mg/dl" with a lifescan meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.